Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump issued a persistent alert indicating a motor stall when the user attempted to rewind, and the pump automatically restarted after each attempt, resulting in failure to infuse; the user wears a dexcom g7 and has backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and the failure was traced to the motor component, consistent with a failure to infuse event. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.